Event description:
The customer observed depressed sodium result when processing on the alinity c processing module. Pid (B)(6) generated 118 mmol/l that repeated 135 mmol/l. The customer uses reference range 135 to 150 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer performed multiple troubleshooting procedures on the alinity c processing module, serial number (B)(6) including replacement of the ict modle due to voltage deviation errors. The ict modle was replaced, and the issues were resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, review of complaint and trending data associated with the ict modle (B)(6) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number ac03834 or the ict modle were identified.

Event description:
The customer observed depressed sodium result when processing on the alinity c processing module. Pid (B)(6). Generated 118 mmol/l that repeated 135 mmol/l. The customer uses reference range 135 to 150 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no additional information provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.